Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a reaction under the adhesive patch of the sensor she inserted. Patient reported that the insertion site was sensitive, painful, and inflamed. The patient went to the emergency room. At the emergency room she was given an x-ray and prescribed a topical ointment.at the time of her call to technical support, the patient reported no more discomfort and the area is clearing up.